Manufacturer narrative:
Product event summary: the full lead was returned and analysis revealed that the distal lv (low voltage) electrode of the lead was covered in blood and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a right ventricular (rv) lead was unable to be positioned during an implant attempt due to difficulty extending and retracting the helix fixation. The lead was replaced and not used. No patient complications have been reported as a result of this event.